Manufacturer narrative:
Please cancel this report as it was reported in error.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, per article by dowding and beaule, et al. J arthrop. 2018: a patient suffered failure because of aseptic loosening of the femoral component.